Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) inserted. There was not complication during insertion. Consumer experienced abdomen pain, cyst in one of the ovaries, depressive feelings, tiredness, swollen glands in the neck, and endometriosis. Consumer reported work-related problems. She contacted a doctor and visited a gynecologist. A blood test was performed but no result was provided. She had the ovary removed. She was planning to removed essure. She was recovered. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since surgical intervention will be required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 28-mar-2017: information received via letter in which the consumer holds the company liable for the damage caused: she underwent the essure sterilization method. After this treatment several physical complaints developed. In the meantime the xenobiotic material has been removed. Company causality comment: this spontaneous case report initially received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. Essure was removed. This event is anticipated in the reference safety information for essure. In the present case, consumer also had ovarian cyst and endometriosis, which could be alternative explanations for the pain. However, given the nature of this event, a contributory role of essure cannot be excluded. This case was regarded as incident, since device removal was required. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 04-aug-2016. The most recent information was received on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdomen pain") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), ovarian cyst ("cyst in one of the ovaries"), depressed mood ("depressive feelings"), fatigue ("tiredness"), lymphadenopathy ("swollen glands in the neck") and endometriosis ("endometriosis"). The patient was treated with surgery (the xenobiotic material has been removed.) And surgery (she had the ovary removed). Essure was removed. At the time of the report, the abdominal pain, ovarian cyst, depressed mood, fatigue, lymphadenopathy and endometriosis outcome was unknown. The reporter considered abdominal pain, depressed mood, endometriosis, fatigue, lymphadenopathy and ovarian cyst to be related to essure. The reporter commented: there was no complication during insertion. Consumer reported work-related problems. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 03_may_2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1036 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-may-2017: no further information could be obtained from the reporter. Company causality comment: this spontaneous case report initially received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. Essure was removed. This event is anticipated in the reference safety information for essure. In the present case, consumer also had ovarian cyst and endometriosis, which could be alternative explanations for the pain. However, given the nature of this event, a contributory role of essure cannot be excluded. This case was regarded as incident, since device removal was required. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained from the reporter despite attempts.

Manufacturer narrative:
This case was initially received via regulatory authority on 04-aug-2016. The most recent information was received on 22-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), ovarian cyst ("cyst in one of the ovaries"), depressed mood ("depressive feelings"), fatigue ("tiredness"), lymphadenopathy ("swollen glands in the neck") and endometriosis ("endometriosis"). The patient was treated with surgery (she had the ovary removed and the xenobiotic material has been removed on (B)(6) 2012 00:00). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, ovarian cyst, depressed mood, fatigue, lymphadenopathy and endometriosis outcome was unknown. The reporter considered abdominal pain, depressed mood, endometriosis, fatigue, lymphadenopathy and ovarian cyst to be related to essure. The reporter commented: there was no complication during insertion. Consumer reported work-related problems. Quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-jun-2021: the follow information were updated principal's reporter, patient information, stop date. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 16-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), ovarian cyst ("cyst in one of the ovaries"), depressed mood ("depressive feelings"), fatigue ("tiredness"), lymphadenopathy ("swollen glands in the neck") and endometriosis ("endometriosis"). The patient was treated with surgery (she had the ovary removed and the xenobiotic material has been removed on (B)(6) 2012 00:00). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, ovarian cyst, depressed mood, fatigue, lymphadenopathy and endometriosis outcome was unknown. The reporter considered abdominal pain, depressed mood, endometriosis, fatigue, lymphadenopathy and ovarian cyst to be related to essure. The reporter commented: there was no complication during insertion. Consumer reported work-related problems. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 30-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. 846839) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), ovarian cyst ("cyst in one of the ovaries"), endometriosis ("endometriosis"), lymphadenopathy ("swollen glands in the neck"), fatigue ("tiredness") and depressed mood ("depressive feelings"). The patient was treated with surgery (essure removal and she had the ovary removed). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, ovarian cyst, endometriosis, lymphadenopathy, fatigue and depressed mood outcome was unknown. The reporter considered abdominal pain, depressed mood, endometriosis, fatigue, lymphadenopathy and ovarian cyst to be related to essure. The reporter commented: there was no complication during insertion. Consumer reported work-related problems. Insertion date discrepancy on follow up: (B)(6) 2012. Lot number:846839 manufacturing date:2011-04 expiration date:2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. 846839) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), ovarian cyst ("cyst in one of the ovaries"), depressed mood ("depressive feelings"), fatigue ("tiredness"), lymphadenopathy ("swollen glands in the neck") and endometriosis ("endometriosis"). The patient was treated with surgery (she had the ovary removed and the xenobiotic material has been removed on (B)(6) 2012 00:00). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, ovarian cyst, depressed mood, fatigue, lymphadenopathy and endometriosis outcome was unknown. The reporter considered abdominal pain, depressed mood, endometriosis, fatigue, lymphadenopathy and ovarian cyst to be related to essure. The reporter commented: there was no complication during insertion. Consumer reported work-related problems. Insertion date discrepancy on follow up: (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter added, lot number added, narrative updaded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 730 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since surgical intervention will be required, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.